Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. Pump received with pump error 25 due to j6 connector resistance issue.

Event description:
The customer reported via phone call that their insulin pump had a power error detected alarm. The customer¿s blood glucose was unknown. Troubleshooting steps were provided for power error detected alarm. The customer reported that notification light was not stopped flashing immediately. The customer was advised the process should resolve the power error detected condition and to monitor the insulin pump and call back if the error recurs. The insulin pump will be returned for analysis.